Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, a facility representative reported via (B)(4) that an ar-8310 footswitch pedal wires are exposed. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-8310 due to the exposed wiring on the cable. Visual evaluation noticed that the cable of the device is damaged, leaving wires exposed near the end towards the footswitch. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.